Event description:
Treatment of a middle cerebral artery (mca) aneurysm. During the preparation, it was reported that the implant coil was inserted into the pt and re-positioned with some resistance while the sceptor c balloon was set up. At this point, the physician was unable to advance the implant coil any further through the catheter due to resistance and it stretched and broke. A segment of the broken implant coil remained in the pt, while the other broken segment was retrieved from the pt. No injury was reported with the pt as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation. (B)(4).